Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that programmer was unable interrogate and displayed an error message and it was noted that the error was recorded in the programmer log file. It was noted that there was damage to the stylus tip spring and the stylus was not functional. It was also noted that the programmer display dropped and the lower display bullets were broken. It was further noted that the system fan was noisy. Due to a lack of available parts the programmer will be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after multiple attempts to interrogate the cardiac resynchronization therapy defibrillator (crt-d) the programmer displayed an error message. The programmer was power cycled however this did not resolve the issue. The programmer was returned to service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.